Event description:
Patient reported "pain" and "rupture". Later healthcare professional reported "capsular contracture baker grade lv". Later healthcare professional reported "there was a conglomerate of gel and the implant shell, which simply mixed with the gel into a single mass". This record is for left side. The device was explanted. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, g4, h4, h.6. Photo analysis: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "pain" and "rupture". This record is for left side. The device was explanted.